Event description:
On 1/9/95 #19 needle accessed port. No blood return; very difficult to flush. Reaccessed; blood return running sluggish. Urokinase 5000 units instilled. Reaccessed needle and infusing better. Treatment of 2/13/95 - 2/17/95 infusion was sluggish.